Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak, and service wrench). All three icons showing is an indication that the device would likely not have sufficient power to deliver defibrillation energy to a patient, if needed.

Manufacturer narrative:
(B)(4). The follow-up medwatch report indicates: physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a failure of the analog pcb assembly. A further component cause was not identified through testing. The follow-up medwatch report should indicate: physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a shorted and burned capacitor, designator c68 from the analog pcb assembly. The shorted and burned capacitor caused the fuse f1 to open as well.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a failure of the analog pcb assembly. A further component cause was not identified through testing.